Manufacturer narrative:
This report was initially submitted following notification from a customer in china regarding a misidentification of stenotrophomonas maltophilia as brevibacillus spp in association with vitek® ms instrument (ref. 410895, serial number (B)(6)). The investigation concluded the fine tuning status was low at the time of testing. A fine tuning was needed for the testing. The customer¿s spot preparation quality was not optimal. The sample and calibrator ¿all peaks¿ values were quite heterogeneous. The customer¿s spectra analysis for the first spot (e1) corresponding to the misidentification, shows there was a mass shift in comparison with the other spectra. This confirms the difficulty the instrument had to determine accurately the position of the peaks in such spectra due to bad resolution level. The suspected cause of the misidentification is lack of fine tuning monitoring (mass shift), and non-optimal spot preparation.

Event description:
A customer from (B)(6) notified biomerieux of a misidentification of stenotrophomonas maltophilia as brevibacillus spp in association with vitek® ms instrument (ref. 410895, serial number (B)(4)). Vitek ms identified a brevibacillus spp strain at 90.2% for the initial test. The test was repeated twice with the same plate and obtained a result of stenotrophomonas maltophilia at 99.9% for both tests. There is no indication from the customer that this event impacted the patient¿s state of health or led to a delay of results. A biomerieux internal investigation has been initiated.